Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding and various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate ii via a thoracotomy approach to the ascending aorta on (B)(6) 2021. The course was further complicated by acute renal failure continuous renal replacement therapy (crrt) on (B)(6) 2021 and vent dependent respiratory failure status post percutaneous tracheostomy on (B)(6) 2021. Status post percutaneous endoscopic gastrostomy (peg) tube on (B)(6) 2021 complicated by hemoperitoneum and status post wire exchange of g tube for gj tube on (B)(6) 2021. The patient had worsening renal failure was noted accompanied by mentation/interaction and increasing ventilatory needs and full time ventilatory support. Crrt was reinitiated on (B)(6) 2021 and do not resituate (dnr) status was noted on (B)(6) 2021. The patient was transitioned to comfort measures on (B)(6) 2021. The patient was powered down on (B)(6) 2021 and the patient was declared deceased at 12:55. The device was not considered device related and the device operated as expected.